Manufacturer narrative:
Device evaluation: the device was returned in device tray. Visual inspection found no visible damage to device and lens stuck in cartridge and foreign material on/in device (dry, clear residue). Work order search: no similar complaint was reported for units within the same lot. (B)(4). Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt age: unk. Pt weight: unk. Implant date: na. Explant date: na. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-3ai, 23.5 diopter, preloaded injector on (B)(6) 2016 and the lens was stuck in the cartridge. There was no injury to the patient.